Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 1 of 3. The home patient (hp) stated that they disconnected from the hc and then reconnected later, after drain 1 started. The baxter technical service representative (tsr) had the hp cycle the power on the hc to end of therapy and advised the hp to start over with new supplies. The hp stated that they were going to start over with new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.